Event description:
Patient reported they went to their dentist and asked them to review their bite alignment and overall health risk. The dentist indicated that the byte aligner treatment has caused tooth injury and jaw injury in their professional opinion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.